Event description:
This pt presented in 2008 emergently with back pain, left pleural effusion and an enlarging ascending and descending aortic aneurysm with pending rupture. Three gore tag thoracic endoprosthesis were placed and a gore tri-lobe balloon and a gore introducer sheath with pinch valve were used. The iliac artery ruptured as anticipated as they used a 24 fr sheath in a 7.3mm iliac. The physician had prepared for the rupture by having an aortic occlusion balloon ready. The vessel was occluded and they sewed in an 8mm darcon graft, successfully repairing the iliac. The surgery went well and the pt is reportedly doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.